Event description:
It was reported that this patient presented for a standard six-week follow-up appointment to assess this pacemaker post-implant. Upon interrogation, it was observed that there was less than three months of remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. Emergent replacement was recommended to ensure adequate therapy delivery. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination of the device case and header identified no anomalies. The device was interrogated, and a download of the device's diagnostic data was completed. Review of the device's data revealed a higher-than-expected power consumption with intermittent increases indicative of a high current drain. Additional testing was completed that identified an anomaly in an oxide layer within the right ventricular pacing switch of a custom integrated circuit component. This anomaly resulted in a high current drain leading to accelerated battery depletion.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient presented for a standard six-week follow-up appointment to assess this pacemaker post-implant. Upon interrogation, it was observed that there was less than three months of remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. Emergent replacement was recommended to ensure adequate therapy delivery. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.